Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. Returned device consisted of a balloon catheter. The balloon was loosely folded and there was contrast in the balloon. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. Microscopic examination of the balloon revealed a pinhole in the balloon material, 17mm from the tip of the device. Inspection of the makerbands presented no irregularities or defects. Microscopic inspection revealed tip damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.00mm x 12mm apex¿ balloon catheter was advanced for dilatation. However, upon inflation, the balloon failed to inflate. The physician then noticed blood in the lumen and thought the balloon have ruptured. The device was removed from the patient's body. The procedure was completed with another 2.00mm x 12mm apex¿ balloon catheter. No patient complications were reported and the patient was fine post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.00mm x 12mm apex¿ balloon catheter was advanced for dilatation. However, upon inflation, the balloon failed to inflate. The physician then noticed blood in the lumen and thought the balloon have ruptured. The device was removed from the patient's body. The procedure was completed with another 2.00mm x 12mm apex¿ balloon catheter. No patient complications were reported and the patient was fine post procedure.